Event description:
It was reported that during a device change procedure the right ventricular (rv) lead had a low sensing value and high thresholds; the right atrial (ra) lead had high impedance and high thresholds with no capture. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.